Manufacturer narrative:
(B)(4). Batch # p56r2v. The analysis results found that one ec45a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the surgeon used an echelon stapler for an anterior resection just now but we were unable to load a cartridge after the first firing. The scrub staff and mr. (B)(6) tried but couldn¿t do it. We used a second stapler successfully with the same cartridge.